Event description:
It was reported that the patient presented for an implant procedure. During the procedure, impedance fluctuations and intermittent loss of capture were observed in the right ventricular (rv) lead due to an insulation breach. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of ¿abnormal impedance fluctuations, intermittent loss of capture, and insulation breach¿ were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.